Manufacturer narrative:
Details of complaint: the customer reported that when the nurse was exporting data from the bedside monitor 6000 to the transport unit, the cns suddenly dropped the waveforms and numerical data. The issue was happening randomly with random units. No patient harm or injury was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Nka clinical support was sent to the customer. The issue was found to be likely related to the location of the transport monitor during transport. It was found that the reported issue of waveforms disappearing was occurring when the transport monitor was inside an elevator. There is no evidence of an nk device malfunction. Root cause is likely related to environmental factors. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal complaint reporting of similar events.

Event description:
The customer reported that when the nurse was exporting data from the bedside monitor 6000 to the transport unit, the cns suddenly dropped the waveforms and numerical data.

Manufacturer narrative:
The customer reported that transport units in the facility are having issues when exporting data to them. According to the customer, whenever a nurse is exporting data from the bedside 6000 to the transport unit to take it to a different floor, the cns while the transport is in transit will show waveforms and numerical values and all of a sudden the data disappears. The issue happens randomly with random units and it does not happen all the time. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the bedside monitor (bsm): cns, model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that whenever a nurse is exporting data from the bedside 6000 to the transport unit to take it to a different floor, the cns while the transport is in transit will show waveforms and numerical values and all of a sudden the data disappears.